Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information becomes available.

Event description:
The customer demands repair for the cardiosave intra- aortic balloon pump (iabp). It is not known under which circumstances this event occurred; however, no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and found the system would not power up. To fix the issue, the fse replaced the power management pcb which resolved the problem. All functional and safety tests were performed to factory specifications and the iabp was released to the customer for clinical use.

Event description:
The customer demands repair for the cardiosave intra- aortic balloon pump (iabp). It is unknown if there was a malfunction of the iabp and the circumstances under which it occurred. However, there was no patient involvement, and no adverse event was reported.